Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the helix was disengaged from the helical channel, the full lead was returned and analyzed. It was also noted that the outer tubing overlay was breached cut and there was a tip seal was observed to be out of position. Blood/body fluid was also noted on the distal conductor, outer tubing overlay, helix mechanism and sleevehead.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.